Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number:2523190-2018-00139.

Event description:
This is 1 of 2 reports. It was reported that on (B)(6) 2018, during an appendectomy with laparoscopy procedure, a separation of the appendix from the pariete occurred during the use of the hook handle cev229-1a dia 5mm 350mm, in the operating room. When the device was removed, there was a lesion of small intestine loop next to the appendix. A hole was found in the middle of the plastic coating extremity on the instrument. During the assembly of the device, there is no signs of damage detected.

Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The DHR reviewed and no anomalies that could be associated with the complaint were observed. A failure analysis and determination of root cause is not possible because the instrument of the complaint has not been returned.

Manufacturer narrative:
Additional information received on 04feb2019 as follows: there was an increase of the surgery time of 45 minutes. The patient is a 36-year-old male.

Event description:
N/a.